Manufacturer narrative:
Analysis: an inventory of the returned vital-port system included the port body, catheter lock w/ attached locking sleeve and a segment of catheter measuring approx 2cm. The pieces were returned assembled. The suture holes did not display any signs of being used to anchor the vital-port. The fracture surface, on the distal end of the catheter, exhibited a burnished surface over approx one-half of the circumference, and a rough surface over the remainder. The corresponding segment on the outer diameter of the catheter showed similar burnishing. Conclusion: characteristics of the fracture surface indicate that the catheter was repeatedly pulled against a rigid structure at the point of fracture. After crack initiation, the abutting surfaces at the location of the fracture rubbed against each other, and/or against the external structure, and become burnished. The catheter fractured as a result of repeated pulling against a rigid structure. Catheter fracture is listed as one of the potential complications in the vital-port "suggested instruction for use" (package insert). As per the "suggested instructions for use" (package insert), the "cephalic vein does not follow as straight a path to the subclavian vein as the basilica vein" which may cause add'l stress on the catheter. Also, "to allow for body movement, the catheter should not be implanted with tension..." Finally, it is suggested the vital-port be anchored to the fascia with non absorbable sutures.

Event description:
As reported, "port implantation. Dr. Removed the port, the catheter tore 1.5 cm from the port connection and drifted into the lung range. Dr. Removed the port and the piece of the catheter."